Manufacturer narrative:
Investigation, including root cause determination, is in progress.

Event description:
A surgical technician reports a corneal burn during cataract surgery. It is unknown if there was patient injury/impact associated with this event.